Event description:
It was reported that during a water vapor therapy procedure, the generator prompted an error code indicating that it needs service. There were no patient complications; however, the procedure was not completed due to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a water vapor therapy procedure, the generator prompted an error code indicating that it needs to be replaced/serviced. There were no patient complications; however, the procedure was not completed due to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the reported error code indicating the generator needs to be replaced/serviced is confirmed as analysis identified the generator needed upgrades. The upgrades were applied. It is probable that the reason for the error was caused by an electrical fault. The generator was received with minor plastic enclosure damage due to normal usage wear therefore those parts were replaced. The rest of the generator was in overall good physical condition. Device history review the device history record (DHR) confirmed that the generator met all material, assembly and performance specifications. Device technical analysis the generator was returned for analysis to our post market quality assurance laboratory. Visual analysis identified minor plastic enclosure damage due to normal usage wear therefore those parts were replaced. The rest of the generator was in overall good physical condition. The functional testing identified that the generator needed upgrades. The generator received all required updates, passing full functional and electrical safety testing. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion analysis of the returned generator identified that the generator needed upgrades. Damaged enclosure parts caused by normal usage wear were replaced. It was determined that the reason for the error was likely caused by an electrical fault. The upgrades were applied which resolved the issue. Therefore, the investigation is assigned a conclusion code of cause traced to component failure.